Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert posted to the latitude website for this cardiac resynchronization therapy defibrillator (crt-d) device exhibiting high out of range shock impedance, gradually increasing from 75 ohms to 150 ohms. The 28-day average is 135 ohms. A request was made to have data from this device analyzed. A rhythmcare consultant reviewed device data and provided recommendations for additional lead integrity troubleshooting and programming options. This device remains implanted. No adverse patient effects were reported. Attempts to obtain the model/serial and manufacturer of the right ventricular (rv) lead have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.